Event description:
It is reported that the pt had surgery for correction of a "hammer toe". An unk k-wire was used in the procedure. Prior to the k-wire being removed, the pt noticed the k-wire seemed to be hanging out of her toe. X-ray revealed that k-wire had fractured and a portion remains in the pt. Pt then presented with drainage and was put on antibiotic therapy for deep infection. On month into therapy the pt developed thrush.

Manufacturer narrative:
Evaluation summary: there is insufficient information provided in the per to determine the root cause of the part failure of the k-wire. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each manufacturing lot is released, the "certificate of processing" is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.